Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Abbott had no prior report of this event; however, a filter wire was received by the return goods lab with the shaping ribbon separated 2.7cm distal to the center solder. The site could not confirm the specific patient or procedure for which the device had been used. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis although there was no information reported; the return goods lab received a filter wire with damage to the tip. Based on a visual inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that a definitive cause for the filter wire damage could not be determined. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.